Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Initial reporter address is (B)(6). Initial reporter postal code : (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This occurred during priming for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.